Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated and was exhibiting a fault code '0'. The patient was being prepared for an ablation procedure and had received a shock from his automatice implantable cardioverter defibrillator (aicd). The physician elected to explant the ipg.